Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected battery alarm was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was dropped into a river, fished out within 5 minutes and then set out in the sun to dry. For three times after changing the battery, the insulin pump alarmed for a battery out limit. The keypad had become unresponsive. The insulin pump had been exposed to moisture in the past with no fluid visible inside the insulin pump. The customer was unable to troubleshoot due to missing the battery cap and the insulin pump being off. The blood glucose reading was 427 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.